Manufacturer narrative:
Additional information: phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Physician reported left side capsular contracture, baker grade unknown. Device has been explanted and replaced with non-allergan device.

Event description:
Physician reported left side capsular contracture - baker grade unknown. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: wear abrasion, creases fold, opening extended on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.